Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have damaged attached endoscope adapter (aea) / friction issue, and endoscope bearing friction issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the image orientation issue, an investigation is in progress to determine the cause of this reported event. Isi has received the endoscope involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope was not working properly, when the customer looked left, it looked right and when it moved, it glitched. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus did not work properly. When the customer looked left, it looked right. When it moved, it glitched. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.